Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4)

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No ventilator malfunction. Service visit to customer was only for preventive maintenance. The device did not fail to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on technician statement, the maintenance kit 5000h, cassette membrane and battery module should be replaced. These parts are consumable items (with limited lifetime) and should be replaced at regular intervals during preventive maintenance. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Planned preventive maintenance had been conducted on the device. During the inspection of the device no unexpected deficiencies were found. Customer has not express any allegation against device in question.